Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient implanted with this lead presented to the hospital. The pacemaker data showed a lead failure in bipolar and unipolar mode. The provocation maneuvers caused oversensing with artifacts. The lead was capped and a new system was implanted. An implant date was not reported.